Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer also reported that there is a bent cannula on the infusion set. Customer's blood glucose reading was 386 mg/dl. Troubleshooting was done for the no delivery alert. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.